Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pem410 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a veterinarian that an animal underwent an unknown surgery on (B)(6) 2019 and suture was used. While suturing through subcutaneous tissue, using a continuous loop, the needle snapped off midway through the subcutaneous tissue. The broken needle pieces were retrieved using x-ray. A different suture was used to complete the procedure.